Manufacturer narrative:
The device was not returned to aci for eval and the device's lot number was not provided for lot history review. Based on the info provided and the investigation performed, the root cause of the retroperitoneal bleed could not be determined, but published literature sites the fact that female gender is a predictor of retroperitoneal bleeds. There is no evidence to suggest that the mynx device did not meet specifications or perform as intended per IFU.

Event description:
A female pt underwent an uncomplicated coronary intervention on 4/29/08. A 6f sheath was used to access the cfa, reportedly at the femoral head, with no sheath exchanges during the procedure. Peri-procedural medications included plavix, lovenox and integrilin drip. Post procedure bp was 102/70. An operator, being trained to the mynx procedure, proceeded to close using the mynx device, and hemostasis was successfully achieved without any immediate complications. Approx 45 minutes later, the pt became hypotensive, with symptoms of nausea. A CT scan documented a retroperitoneal bleed and the pt was transfused 4 units of blood. After the transfusion, the pts bp reportedly stabilized, and she was discharged without further complication. No further info was provided.